Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument's jaws were not grasping correctly. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter (nurse) and obtained additional information: there was no report of thermal damage on the instrument prior or after central processing. During the procedure, the instrument was inspected prior to use and no damages were noted. The instrument did not collide with any other instrument or tool. There was no arcing event occurred during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm nor replicate the customer reported complaint jaws were not grasping correctly. Upon visual and microscopic inspection, no cable damage or misalignment of grips was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The bumper test also passed. The instrument was fully functional. Additional observation not reported was that the instrument was found with thermal damage at the yaw pulley. Black char marks were observed at the grip base. Failure analysis found the additional failure of thermal damage to the bipolar yaw pulley is not related to the customer reported complaint. The electrical continuity test passed and there was no insulation damage observed to the conductor wire.